Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter shaft leaked. Devices were tested prior to use and all 4 catheters showed a leakage. It was noted that sometimes the leakage could only be determined when the catheter is kinked during the leakage pre-test (simulation of patient moving). Test will be performed with air. One device showed a bigger leakage after use of 3 hours.

Manufacturer narrative:
Qn#: (B)(4). A functional investigation of the returned sample was conducted according to the effective work instruction for the tightness test between funnel and tube. The sample showed leakages at the adhesive connection between tube and funnel. A review of the manufacturing data for lot 18/28/212 was carried out and no issues that could have contributed to the reported event were identified. The performed in-process-controls to which also a leak test belongs, showed no deviations. The examination confirmed the reported issue for this sample. However, in the root cause analysis, no clear cause for the failure could be determined. The complaint has been included in an already existing nonconformance with the failure "leak between funnel and tube" for the reported lot 18/28/212. The reported slight leakage between funnel and catheter tube occurs sporadically, which is an inconvenience for the user and means no user risk. Based on the investigation above we can confirm the complaint.

Event description:
It was reported that the catheter shaft leaked. Devices were tested prior to use and all 4 catheters showed a leakage. It was noted that sometimes the leakage could only be determined when the catheter is kinked during the leakage pre-test (simulation of patient moving). Test will be performed with air. One device showed a bigger leakage after use of 3 hours.